Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a used lat-d1000 tego with blood visible between the sheath and the yellow body. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint is confirmed, however, a probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported that during changing of a tego connector, when performing the permeability test of the venous catheter, it was noted a blood leakage through the wall of the device. The blood leaked was less than 150ml. The tego was changed out. There was patient involvement; however, there was no adverse event nor harm reported.